Event description:
(B)(6), said some people were going off their heart meds because the superpatch defend. It supposedly helps blood flow and strengthens your immune system. He mentioned it stopping dementia in its tracks. What a sales pitch. I bought three packs of patches and tried to not take my blood pressure medication. It didn't help one bit. They are claiming this pattern is sending a signal via my skin to my brain, but zero scientific studies that prove this, just a balance demo that "proves" it' works. I watched several videos, clearly (B)(6) is pulling and pushing the person he's demonstrating on. These patches, I think there are eleven, are just stickers. Please help stop the madness and false claims. Reference report: mw5148995, mw5148996.